Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's power supply harness and circuit board connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot on initial try and took several reboot attempts in order to get the system up and running. No patient serious injury or death was reported related to this event.